Event description:
It was reported that the ring was explanted after an implant duration of .67 months and a valve was implanted as a replacement. No further details were provided. Information was learned through (B) (4) implant patient registry. The device will not be returned as it was discarded at the hospital.

Manufacturer narrative:
Device will not be returned for evaluation, discarded at hospital. This is a report only. No customer letter is requested. This was determined reportable per edwards lifesciences procedures. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformances.